Event description:
The user facility reported to terumo cardiovascular systems, that during non-clinical activity, the barbs on the inlet and outlet ports of the oxygenator were minimal, this occurred 3 times. There was no pt involvement as this occurred during non-clinical activity.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).